Event description:
The customer reported that the knife was not sharp enough to go through the conjunctiva during surgery. There was no harm to the pt.

Manufacturer narrative:
Two opened samples were returned. Eval of the samples showed the following results: the samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. How or when the blades because damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact that another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).